Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals which was observed via electrocardiogram. In addition, this rv lead was determined to be damaged via ogami test and was turned off. The patient who was admitted to the attending facility was transferred to a different facility due to inability to perform lead removal. As of this time, this rv lead remains in service. No additional adverse patient effects were reported.